Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump experienced absence of no delivery alarm. It was also reported that battery icon was not shown on display screen. Customer's blood glucose levels were not reported.